Manufacturer narrative:
The angiosculpt device was returned for evaluation. Visual evaluation confirmed the distal tip separated from the device but was intact to the stylet. Foreign material was lodged in between the distal tip and the stylet. The foreign material appears to be a collection of fibers. The rx port was lacerated. During functional testing, a 0.014" guide wire was inserted through the rx port with no resistance. According to the instruction for use (IFU) for the angiosculpt scoring balloon catheter, retained device components is a possible adverse effect of the procedure.

Event description:
When the customer pulled the angiosculpt device from the hoop, they noticed that the tip was broken. It was not used on the pt. Another angiosculpt device was used without any issues.